Event description:
Customer reportedly received result of 110 mg/dl and results in the 300-400 mg/dl range within 10 minutes on the aviva system. Customer also received result in the 390's (mg/dl) on the aviva system and result of 114 or 115 mg/dl on professional device within 10 minutes. The reported results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the system; replacement was sent.